Manufacturer narrative:
Device passed the displacement test and self test. No pump error 63 alarms noted during testing. However, pump error 63 alarm confirmed in the history file due to broken trace at pin 6, u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was 134 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer stated that while self test the insulin pump alerted with a error twice. Customer stated they had heart attack today. Customer was advised to revert a back-up plan. The insulin pump will be returned for analysis.